Event description:
Related manufacturing number: 2017865-2021-37782. It was reported that noise was observed on the right ventricular lead and the pacemaker. The noise observed was reproducible with isometric testing. Programming changes were made. Noise was not reproducible post programming changes. The patient was stable.